Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that during the attempt to remove the tego, the external layer of the product detached from the body, losing its shape. As a result, it was no longer possible to perform hemodialysis, as the luer no longer fitted properly with the hemodialysis machine. Despite efforts, the product could not be removed manually. There was patient involvement, and no harm reported.

Manufacturer narrative:
A photo was provided showing the tego mated to a product on the blue line and another red line shown. The customer stated that the red line fits perfectly but it is difficult to remove the tego from the blue line. No defects or anomalies were noted. Received one new d1000 tego connector for inspection. No defects or anomalies noted. No mating devices were returned for inspection. The tego was measured and found to meet iso standards. The reported complaint could not be confirmed. Without the return of the used sample and mating device a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in d10 concomitant products, e1 - last name, e4 - initial report sent to FDA, g2 - report source and h6 component codes.